Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe barrel of the bd plastipak¿ concentric luer lock syringe broke during patient injection while attempting to push the plunger down. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported that the syringe barrel of the bd plastipak¿ concentric luer lock syringe broke during patient injection while attempting to push the plunger down. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Investigation summary: one used sample and one picture sample were received for evaluation by our quality engineer. Upon visual inspection of the samples, the syringe was observed connected to a needle and the syringe barrel was broken at the edge. A device history record review did not reveal any issues during the production of lot number 1602245p that could have contributed to the observed damage. At this time, a definite cause for the barrel damage could not be determined. Investigation conclusion: since no defective sample has been received and no defect has been found in retained samples neither any incidence in DHR review of lot 1610001p, the root cause of the alleged defect cannot be determined.

Event description:
It was reported that the syringe barrel of the bd plastipak¿ concentric luer lock syringe broke during patient injection while attempting to push the plunger down. There was no report of exposure, injury, or medical intervention noted.